Manufacturer narrative:
Covidien reference# (B)(4). Date of initial report: 09/26/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a bilateral reduction mammoplasty procedure, a smoke evacuation bovie pencil was placed on top of the patient's abdomen. The button became stuck and the pencil would not stop activating. The patient's skin below the umbilicus received a small burn. Additionally, the doctor's right arm was burned.